Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2016; 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited gradually increasing pacing thresholds. Pacing polarity and output were adjusted and the lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.